Manufacturer narrative:
Using a test battery cap, the pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. Using a test battery cap, the pump powered up properly after the test battery was inserted. No blank display noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further checking of the pump history records: battery cycle 4.0 received the lowbatteryalert (104) on (B)(6) 2025 15:10:01 after more than 7 days at 42.99 days. Battery cycle 3.0 received the lowbatteryalert (104) on (B)(6) 2025 12:34:00 after more than 7 days at 47.22 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The pump was received with cracked battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. Unable to verify battery cap anomaly. The test battery cap and test battery remained in place after installation. No battery cap anomaly or battery popping out anomaly noted during testing. On case- (B)(4) - svn (B)(6), unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 01-oct-2025 listed on smartsolve due to insufficient data in the trace/history files. On case-(B)(4) - svn (B)(6) and on case-(B)(4) - svn (B)(6), perform the history review on 25-sep-2025 to 02-oct-2025 in the pump history file and found 1 lowbatteryalert (104) on (B)(6) 2025 15:10:01.000, 5 battoutlimit (6) on (B)(6) 2025, 1 pump error 23 on (B)(6) 2025, 1 failedbatttest (58) on (B)(6) 2025, the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. Pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump reset. Failed battery test alarm was expected due to the customer's battery inserted on a battery change does not have sufficient voltage. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.0 mv). The pump passed the functional testing. Unable to confirm alleged hyperglycemia/high bgs. Display anomaly-blank display not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Power problem-battery loss not confirmed. The pump was received without the battery cap. Unable to verify battery cap anomaly. The test battery cap and test battery remained in place after installation. No battery cap anomaly or battery popping out anomaly noted during testing. Damage confirmed at the battery compartment (found during visual inspection: cracked battery tube threads and cracked case at the battery tube side). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a blank display of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. The display did not return. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.